Manufacturer narrative:
The alleged test strips were requested to be returned for investigation. The test strips were returned for investigation. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose results from accu-chek inform ii meters, serial numbers (B)(4). Refer to the highlighted section of (B)(6) for patient results. The samples were collected in a 2 ml syringe without additives and the blood was taken from an arterial line. The results were reported to the clinic's doctor.

Manufacturer narrative:
The test strips were returned for investigation. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. No obvious reagent discoloration. The test strips were tested with glycolyzed blood. All testing with the returned strips produced acceptable results and no strip defects were observed. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.